Event description:
It was reported that during a laryngectomy procedure, the device was fired on a branch of the jugular vein when the surgeon went to apply the clip the vessel was cut by the clip and a couple of times the clips scissored and did not form properly. A manual clip applier was used to complete the procedure. No adverse consequences reported. No details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
Information received indicates the siderail will not latch due to a broken weld on the siderail.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.